Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown stem lot# unknown; item# 00.6310.058.40, liner lot# unknown; item# unknown, unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent total hip arthroplasty approximately 23 years ago. Patient underwent revision 23 years post initial implantation due to increasing pain, pseudo tumor, adverse reaction to metal debris, and elevated blood and urine cobalt levels. Surgical notes indicate corrosion of the head and trunnion. The posterior capsule was thinned and involved in armd -adverse reaction to metal debris-. Similar findings in the anterior capsule and abductor tendons. Anterior impingement at 60° ir due to capsular thickening. Hypertrophic synovium and necrotic tissue debrided. Corrosion debris was removed from the trunnion. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of photographs and op records. No product was returned. Dimensional evaluations could not be performed. Photographs of the head, liner and stem were provided. The photographs confirms the presence of dark debris on the taper of the head and stem. Operative notes confirm that the patient underwent revision due to pain, altr, corrosion, elevated ion levels and pseudotumor. Findings reveal a solid fixed stem and cup, corrosion of the head and trunnion, and poly was yellowed but otherwise in good repair. ¿the posterior capsule was thinned and involved in armd. Similar findings in the anterior capsule and abductor tendons. Anterior impingement at 60° ir due to capsular thickening. Pseudocapsule identified and sent to pathology along with cultures and joint fluid for cobalt level. Hypertrophic synovium and necrotic tissue debrided. Corrosion debris was removed from the trunnion and new head assembly was placed on the taper. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.